Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two endo gia* tri-staple rr 60mm m/t reload. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reloads was loaded into the subject instrument for functional testing. The reloads were cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastric bypass, a foreign object was discovered in the patient cavity. The foreign object was removed. There was no patient injury. It is unknown if the foreign object came from the device.